Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 25, 2006, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultrasmart meter was reading inaccurately high. The pt has gestational diabetes and obtained a 6.9 mmoi/l (converts to 124 mg/dl) on event date, at 10:30 am, while feeling shaky, nauseous, and sweaty. No actions were taken following the use of the meter that would affect her blood glucose levels. Pts first dose of insulin is administered daily at noon. She ate breakfast as usual. The pt was transported to the emergency room by a family member. The hospital meter read 3.8 mmoi/l (converts to 68 mg/dl) at 11:05 am, 35 minutes later. The pt tested on her meter and obtained a 5.2 mmoi/l (converts to 94 mg/dl). The pt stayed at the hospital unitl 12:30 pm and was treated for low blood glucose with orange juice. The pt also obtained a 6.4 mmoi/l on reported meter; however, the time of testing was unknown. The technical service representative (tsr) verified that the unit of measurement was set correctly. The pt was using the correct testing technique and correctly cleaning the puncture area. The tsr was unable to walk the pt through quality control testing, as control solution was not available. The meter, test strips, and control solution were replaced. The pt's symptoms may have been inconsistent with the relatively normal blood glucose result and the difference between the hospital and reported meter results. Therefore, this complaint is being classified as an adverse event.